Event description:
I was called due to an irraflow breaking. The rn called and said she saw air and was trying to remove it and the catheter broke. I came in and assessed that the male end (drainage) of the catheter was broken and unable to be reconnected to tubing. Neurocritical care and neurosurgery was notified. We occluded the drainage end and connected the irrigation end to an accudrain. FDA safety report ID# (B)(4).